Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The customer refused to accept the repair quotation. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to repair the device.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed treatment test. There was no patient involvement.